Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvwb11) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The reported device was located on tooth # 30 and the implant remains implanted. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: tapered screw-vent® implant system 5161, rev. 3/12. & instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7-01/16; breakage. Complaint reported the the bottom hex of impression coping broke off into implant at placement. The implant procedure was completed. Customer stated they were considering to bury it and use the adjacent implant to support a cantilever bridge. If they decide to remove the implant in the future, they would contact us and refer to this complaint. The reported complaint could not be verified with the information provided. A root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI: (B)(4).

Event description:
Complaint reported the the bottom hex of impression coping broke off into implant at placement. Doctor was able to place a healing collar and the implant procedure was completed. It was also reported that they were considering to bury it and use the adjacent implant to support a cantilever bridge. If they decide to remove the implant in the future, they would contact us and refer to this complaint.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Additional PMA/510(k) number: k013227.

Event description:
It was reported that the bottom hex of the impression coping broke off into implant at placement. Implant was placed. Doctor was able to place a healing collar.